Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat highly sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72202ud00. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot 72202ud00 and complaint issue. The overall performance of the architect stat highly sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per the limitations of the procedure section of the package insert, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits such as architect stat highly sensitive troponin-I that employ mouse monoclonal antibodies. Additional information may be required for diagnosis. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference, and anomalous values may be observed. Additional information may be required for diagnosis. Specimens from individuals with pathologically high total protein may demonstrate anomalous values. Additional information may be required for diagnosis. Based on the investigation, no systemic issue or deficiency of the architect stat highly sensitive troponin-I reagent lot 72202ud00 was identified.

Event description:
The customer reported a false elevated architect stat highly sensitive troponin-I result for a 35-year-old female patient with chest tightness. The following information was provided: sid (B)(6): initial result = 262.1 pg/ml the patient was sent to the clinic¿s emergency room and a new sample was drawn which generated a troponin result of undetectable. 2nd draw specimen: emergency room lab = undetectable (unknown method) the original sample was repeated which generated a result of 221.3 pg/ml. The sample was sent to another laboratory with a roche troponin-t assay which generated a negative result. The patient¿s medical history was myocarditis in 2022 and currently taking levothyroxine and has normal tsh levels. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated architect stat highly sensitive troponin-I result for a 35-year-old female patient with chest tightness. The following information was provided: sid (B)(6): initial result = 262.1 pg/ml. The patient was sent to the clinic¿s emergency room and a new sample was drawn which generated a troponin result of undetectable. 2nd draw specimen: emergency room lab = undetectable (unknown method) the original sample was repeated which generated a result of 221.3 pg/ml. The sample was sent to another laboratory with a roche troponin-t assay which generated a negative result. The patient¿s medical history was myocarditis in 2022 and currently taking levothyroxine and has normal tsh levels. No impact to patient management was reported.